Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient is experiencing recurrent pain and swelling following a temporomandibular joint replacement, with symptoms worst when chewing. Further, the surgeon feels the fossa component has loosened. The surgeon wants to remove and replace all components; however, no revision procedure has been reported to date. Attempts have been made, and no further information has been provided.